Event description:
Major pump unit(s) involved: drive unit failure; external control system failure. Additional text: external control malfunction; battery clips x2. Specific component(s) involved: external controller malfunction; pump drive unit malfunction. Additional text: battery clips x2; external controller malfunction. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller; other interventions. Other intervention : replacement of battery clips x2. Implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure; external control system failure.additional text: external control malfunction; batterl clips x2.specific component(s) involved: external controller malfunction; pump drive unit malfunction.additional text: battery clips x2; external controller malfunction.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller; other interventions.other intervention : replacement of battery clips x2.implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure; external control system failure specific component(s) involved: external controller malfunction; pump drive unit malfunction